Event description:
It was reported that the atrial lead dislodged and was to be re positioned. During the atrial lead revision there was difficulty ex tending and retracting the tip of the lead. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).